Event description:
Customer's nurse reported that the customer was hospitalized with hyperglycemia. She did not know the blood glucose reading at the time of admission. She was assisted with accessing the basal rates and bolus history. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.